Event description:
A customer reported their AED would not work and asked if the AED needs a new battery or if the whole device needs to be replaced. They reported that this did not occur during patient use.

Manufacturer narrative:
Initial troubleshooting of the device identified that the battery pack and pads were both expired. Further troubleshooting could not be performed with the depleted battery pack. Discussed the age of the AED with the customer (manufactured in 2004) and recommended that it be removed from service. Provided the customer with the contact information for an authorized distributor and asked the customer to contact us should an error or warning occur during setup with the replacement device(s).